Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Review of the device memory noted no fault codes or resets. Longevity calculations were performed, and an increased rate of power consumption was confirmed. Residual gas analysis found a higher-than-expected amount of hydrogen within the device. Analysis confirmed a high current condition associated with the pacemaker's low voltage capacitors. This high current condition depleted the device's battery faster than normal.

Event description:
It was reported that the battery longevity gas gauge seemed to drop a little. Data analysis showed the pacemaker appears to be depleting normally. The last few days also showed an increase in atrial fibrillation (af) with a corresponding increase in power consumption. Technical services discussed to consider programming changes with atrial sensing off, if the patient becomes chronically in af. At the next check the health care professional will make programming changes. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received. Additional information was obtained, the device was explanted and replaced.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Review of the device memory noted no fault codes or resets. Longevity calculations were performed, and an increased rate of power consumption was confirmed. Residual gas analysis found a higher-than-expected amount of hydrogen within the device. Analysis confirmed a high current condition associated with the pacemaker's low voltage capacitors. This high current condition depleted the device's battery faster than normal.

Event description:
It was reported that the battery longevity gas gauge seemed to drop a little. Data analysis showed the pacemaker appears to be depleting normally. The last few days also showed an increase in atrial fibrillation (af) with a corresponding increase in power consumption. Technical services discussed to consider programming changes with atrial sensing off, if the patient becomes chronically in af. At the next check the health care professional will make programming changes. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received. Additional information was obtained, the device was explanted and replaced.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Review of the device memory noted no fault codes or resets. Longevity calculations were performed, and an increased rate of power consumption was confirmed. Residual gas analysis found a higher-than-expected amount of hydrogen within the device. Analysis confirmed a high current condition associated with the pacemaker's low voltage capacitors. This high current condition depleted the device's battery faster than normal.

Event description:
It was reported that the battery longevity gas gauge seemed to drop a little. Data analysis showed the pacemaker appears to be depleting normally. The last few days also showed an increase in atrial fibrillation (af) with a corresponding increase in power consumption. Technical services discussed to consider programming changes with atrial sensing off, if the patient becomes chronically in af. At the next check the health care professional will make programming changes. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received. Additional information was obtained, the device was explanted and replaced.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the battery longevity gas gauge seemed to drop a little. Data analysis showed the pacemaker appears to be depleting normally. The last few days also showed an increase in atrial fibrillation (af) with a corresponding increase in power consumption. Technical services discussed to consider programming changes with atrial sensing off, if the patient becomes chronically in af. At the next check the health care professional will make programming changes. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.